Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Pump was reset with assistance from technical support, and the customer was advised to monitor for any recurrence of the malfunction.